Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient experienced urgency and frequency symptom return since (B)(6) 2016. He had intermittent ¿ minor zapping¿ sensation since (B)(6) 2016. He was reprogrammed last week by healthcare provider (hcp) but he had not had any symptoms benefit from programming. He was feeling stimulation during the call. There was no fall or trauma could be related to the issue. It was also reported that he was jolted 12-13 times at his reprogramming appointment last week and it felt like ¿110 volts¿. The change in symptom was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.